Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, increased capture threshold was observed on the right atrial (ra) lead. The event was resolved by capping and replacing the ra lead on the other side of the body due to the patients poor anatomy. The patient was in stable condition.